Manufacturer narrative:
The device was returned for analysis. Device was not turning when received, pre-repair temperature testing could not be performed. Device evaluation is not complete. Completion of evaluation anticipated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during set up the device overheated. There was no patient involvement.

Manufacturer narrative:
The device analysis was completed. Evaluation found that the bearings were corroded and the motor shorted. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating that the device heated up within a few minutes. The procedure was completed with a hand tool.